Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was leaking from the bottom and had a strong urine odor. Patient stated that urine was dripping from two of the vents on bottom of the unit and canister was dry. Per customer via phone on 29jan2024 it was reported that the customer performed troubleshooting and the unit failed. The customer was sent a replacement and had some concerns about condensation. They could not determine if the droplets were water or urine. They also stated that the patient developed a uti. The customer sought medical intervention and was prescribed antibiotics. The customer's physician gave them the medication that was okay to continue use, and the patient was still using the system.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick¿ female external catheter is positioned. Removal: 5. To remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick¿ female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was leaking from the bottom and had a strong urine odor. Patient stated that urine was dripping from two of the vents on bottom of the unit and canister was dry. Per customer via phone on 29jan2024 it was reported that the customer performed troubleshooting and the unit failed. The customer was sent a replacement and had some concerns about condensation. They could not determine if the droplets were water or urine. They also stated that the patient developed a uti. The customer sought medical intervention and was prescribed antibiotics. The customer's physician gave them the medication that was okay to continue use, and the patient was still using the system. Per customer via phone on 21feb2024 it was reported that the customer received a replacement but was still experiencing issues. The customer was unsure if it was a user error or if the machine was not working properly. The customer stated that they will try the machine again tonight and will follow up if they continue to experience issues. Per liberator via phone on 27apr2024, it was reported that the there was condensation under the machine. Representative advised needs to replace the kit. Per clarification mail received on 30apr2024, it was confirmed that it was the same unit. On jan29, representative advised would send replacement power cord.